Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation in 2005 that a cre esophageal / pyloric/colonic wireguided balloon dilatation catheter was used during an esophageal dilatation procedure (patient gender, age and weight unknown). According to the complainant, during the procedure the balloon broke inside of the patient before it was fully inflated. No part of the device detached inside of the patient. The procedure was successfully completed with another cre esophageal / pyloric/colonic wireguided balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.